Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received two inappropriate shocks, and the lead integrity alert (lia) triggered (but the patient didn't hear it). The lead exhibited high impedance and oversensing. Therefore the lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.